Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that (B)(6) formoterol fumarate 20 mcg / 2 ml neb did not generate on the jit interface to be filled. A technical support specialist confirmed that resent messages for device which resolved the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, (B)(6) formoterol fumarate 20 mcg / 2 ml neb did not generate on the jit interface to be filled. The customer stated that there was a delay in dispensing medication since medications were delivered from the pharmacy directly. There were no adverse events or injuries reported based on this event.